Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that performance and hearing perception with the device decreased. An accident or trauma is not known. A related medical condition can be discarded. Reportedly, electrode array seems to be full inserted in the cochlea.